Event description:
It was reported that when the leads were connected to pulse generator at implant, no pacing was found. When the leads were connected to pacing system analyzer, the parameters were acceptable. The pulse generator was then connected to the leads once again, but there was still no output. A different device was implanted.

Manufacturer narrative:
Final analysis found that the ventricular contact spring was missing. The reason for this could not be determined. The pulse generator exhibited loss of ventricular output at the bipolar configuration due to the missing contact spring.